Event description:
This is being reported as an adverse event that occurred as part of the FDA 522 order post-market surveillance study. The pt had surgery scheduled to undergo apical suspension and cystocele repair. The pt also had concomitant robotic-assisted total laparoscopic hysterectomy, native tissue enterocele and rectocele repair and transobturator sling placement. One device was implanted on (B)(6) 2014 along with a transobturator sling (not identified) without complications. On (B)(6) 2014, following catheter removal, the pt was unable to void (also on (B)(6) 2014). The pt was discharged with a foley catheter. The event was reported to be moderate in severity but resolved on (B)(6) 2014. The physician assessed the event as pelvic floor related; probably related to the procedure and probably related to the device (the device was not specified).